Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. Review of device history records finds no related manufacturing deviations or anomalies. A search of the complaints databases finds no other similar reports against the provided product and lot code combination since its release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Patient presented to their gp 1 week ago complaining of pain around the knee. Gp believed this to be due to an infected wound and treated with antibiotics. It appears the infection may have spread to deeper tissue by may 22nd, when the patient made contact with the operating surgeon. The surgeon made a decision to open the knee and undertake a washout and debridement. No obvious infection was present at time of surgery.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.